Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device and delivery system (wds) was used during a left atrial appendage (laa) closure procedure. During the procedure, there was difficulty fully recapturing the closure device. During the recapture, a piece of the was sheared off and became attached to the anchor of the closure device. No complications to the patient. Procedure was completed with another of the same device.